Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that during an unrelated procedure, the ventricular lead exhibited loss of capture. The patient was experiencing unrelated metabolic issues, which were suspected to have contributed to the loss of capture. The device was reprogrammed and the patient was monitored.